Event description:
The pt underwent a sling procedure in 2005 for stress urinary incontinence. There were no intraoperative or immediate postoperative complications and the pt was discharged home the same day. At the 6 month follow up, the pt complained of cystitis of mild severity from 7/2005 to 9/2005. The pt was treated with ciprofloxacin about 1 week and required no further intervention.

Manufacturer narrative:
Conclusion: suburethral slings are not intended to treat or prevent urinary tract infection. In the immediate postoperative period, any procedure in which the bladder is instrumented (catheter, sounds, etc.) Is associated with the risk of the development of urinary tract infection. In the long term, any female is at risk for urinary tract infection, particularly if they are sexually active. The development of a urinary tract infection following suburethral sling is not the result of the device itself.